Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they initially had communication error in which the gui was frozen at 1 minutes. Customer was recommended to restart the instrument. Customer also reported that in their previous run, they have received "false positive" results on bd-sars-cov-2 assay. Field service was dispatched. Field service reconnected all external usb cables. Field service verified the voltage and performed a successful efc and heater self-test. Field service performed cal-rack and calibration. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) shows that the instrument has passed all test and inspections. The instrument has undergone additional inspection early in the build process. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were expected to be returned for investigation, therefore returned sample analysis is not required. Root cause cannot be determined. The complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "some tips were dropped on the equipment and the results were all positive."

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "some tips were dropped on the equipment and the results were all positive."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "some tips were dropped on the equipment and the results were all positive."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.